Event description:
Meter name: fasttake. Strip name: fasttake strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: felt unusual. High blood pressure. A pt reported that pt has not used meter for a month and was taken to the ER. Their meter allegedly would only prompt message "error 1" and "error 2". The result on their meter was unable to test. The result on the no comparison. The time difference between pt's meter and no comparison. Treatment was treatment unknown when pt was taken to ER. No further info has been reported.